Event description:
On (B)(6) 2011, pt reported that she experienced concerns while using the infusion sets. She had difficulty pressing the blue release button and inserting the infusion sets. There was occasionally insulin leakage at her infusion sites. She did not experience any physiological effects. There were multiple bends in the cannula after the headsets were removed. Headsets were inserted manually and with the insertion device, and pt could tell there were issues within 5 minutes of insertion. There were no other observations while using the infusion sets. Alleged infusion sets were discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.